Manufacturer narrative:
Device evaluation: the device returned there was no stent present on the previously inflated balloon. The distal tip was slightly flared. There was no stent present on the balloon. The balloon had previous been inflated. There were no crimp impressions evident on the balloon working length. (B)(4)

Event description:
The physician intended to use an integrity stent to treat a lesion in the rca. Lesion exhibited 80% stenosis, was non-tortuous with moderate calcification. The lesion had not been pre-dilated prior to the attempted stent implantation. The device was removed from the packaging per the IFU, inspected and prepped, all with no issues noted. Resistance was encountered when advancing the device but excessive force was not applied. The device could not cross the lesion. The physician believes that the event was due to use of the device in difficult lesion and not device related. No patient injury reported. The device was returned without the stent. Attempts to obtain additional information regarding the procedure have been unsuccessful, no further details received.